Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure. According to the complainant, the bands do not stay on the tissue well and falls off quickly. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of band falling of the varix. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.